Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was filled with oil and had lubrication damage, the bearing was faulty, the motor and motor flex were faulty, and the motor overheated. This was attributed to defective cleaning and maintenance. The device was repaired and returned to the customer.

Event description:
Customer reported that drill heated up during use. This is report 1 of 1 for (B)(4).